Manufacturer narrative:
The zoll autopulse platform was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During patient use, the autopulse platform displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart), user advisory (ua) 18 (max take-up revolutions exceeded) and user advisory (ua) 12 (lifeband not present) error messages. No further information was provided. No consequences or impact to patient.

Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message was confirmed during initial functional testing and archive data review. The user was unable to clear the user advisory (ua) 45 error message due to the sticky clutch plate as a result of normal wear and tear. The clutch plate was deburred to address the issue. The customer's reported complaint of the autopulse platform displayed user advisory (ua) 18 (max take-up revolutions exceeded) and user advisory (ua) 12 (lifeband not present) error messages was confirmed during archive data review but not during functional testing. As part of routine service during testing, the platform was examined and found damaged front enclosure, unrelated to the reported issue. The autopulse platform is a reusable device and was manufactured in february 2012 and is more than 8 years old, well beyond the expected service life of five years. Therefore, this type of physical damage is characteristic of normal wear and tear for the life of the device. During initial functional testing, user advisory (ua) 45 displayed upon powering on the device. The archive data review indicated multiple error message user advisory (ua) 45 on the reported event date, thus confirming the reported complaint. Per archive, the platform was powered on and performed 5 sessions (44, 80, 569, 146 and 581) compressions without any fault or error and then was powered off by the user. Around one hour later, the platform was powered on and displayed a user advisory (ua) 45 error. The user tried to clear the error without any success. The user powered off the platform. One more hour later, the platform was power on by the user and displayed user advisory (ua) 12 and user advisory (ua) 18 errors along with the multiple user advisory (ua) 45 error messages. The lifeband clip detect switch inspection shows that the switch lever was able to close and is in a parallel position. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The user advisory (ua) 12 error message is easily clearable by the user. The user advisory (ua) 12 error message alerts the operator that the lifeband clip is not properly engaging the safety switches in the driveshaft. The user advisory (ua) 12 error message can be cleared by ensuring that the lifeband is properly installed and subsequently restarting the platform. User advisory (ua) 18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. Following the service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).